Event description:
A facility reported a broken tip and the shunt would not release. On (B)(6) 2011, a surgical technician reported a backup shunt was implanted during the same procedure with no impact or injury to the patient.

Manufacturer narrative:
Eval summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested via phone on 03/15/2011 and 03/17/2011. (B)(4). This report was mailed to FDA on: 03/23/2011. (B)(4).